Event description:
It was reported, the camera head had a very distorted image. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Based on the results of the investigation, the most probable cause of the findings is component failure. The evaluation also identified additional findings of damage to the fiber bonding in the outer tube area (distal end) and a broken video cable. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Instructions for use (IFU) indicate: ¿ if the video telescope is damaged or does not function properly, contact an olympus representative or an authorized service center risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: the video image disappears during the procedure. Poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a very distorted image. The issue occurred during preparation for use and the unspecified procedure was completed using a similar device. There were no reports of patient harm.